Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported via e-mail that she inserted a tampon and could not find the string. She stated she managed to reach inside her vaginal cavity and pull the tampon out. After removal she noticed the tampon string was less than half its normal length. She did not seek medical attention and did not experience any adverse health effects.